Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown. The reporter considered device dislocation and dysmenorrhoea to be related to essure (ess205). The reporter commented: tubal ligation was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : dysmenorrhea, migration. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.